Event description:
On (B)(6) 2013 the reporter contacted animas and alleged the following: his son was having an unknown issue with the pump and had gone off the pump. He began having flu-like symptoms, went to sleep, and was found in diabetic ketoacidosis (dka) with blood glucose (bg) over 700mg/dl and near diabetic coma. The patient was admitted to the hosp on (B)(6) 2013 and is still in the hospital on (B)(6) 2013. His bg's have stabilized but he is having back and abdominal pain and possible pancreatitis. The father does not have the pump but will retrieve it and call back for troubleshooting. This complaint is being reported due to the allegation that a patient had to discontinue pump therapy due to an unspecified malfunction and then developed diabetic ketoacidosis.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.